Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) and shock channel that was being oversensed which resulted in the patient experiencing asystole for greater than 2 seconds. Troubleshooting was performed and the noise could be reproduced. It was noted that impedance measurements were stable. Technical services discussed possible causes and provided device programming options. At this time, the system remains in service. No additional adverse patient effects were reported.